Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in an abdominal infection clarified to be peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were unknown. Twenty five days after the event onset, the pd catheter was removed and the patient was switched to hemodialysis. On an unknown date the following month, the patient was discharged from the hospital. The patient¿s recovery status and outcome of the event were unknown. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.